Event description:
The customer reported that, during an unspecified diagnostic procedure, the brightness from the subject device was not sufficient. The procedure was completed using another similar device. The customer also noted the device had recently been serviced by olympus. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the front panel switches were not functioning. This report is being submitted for the malfunction found during evaluation (front panel switches not functioning).

Manufacturer narrative:
During inspection and testing, the front panel switches were not functioning. A review of the device history record found no deviations that could have caused or contributed to the front panel switches not functioning. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the front panel switches were not functioning due to failure of the flat cable which connects the front panel to the main board due to handling (impact to the equipment or excessive load). However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device. The reported issue (insufficient brightness) was confirmed during testing due to a main board failure and dirt on the lens. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.